Event description:
It was reported the customer had a back light normally. Customer's blood glucose was 79 mg/dl. The customer also stated their back light was functional during troubleshooting, but the customer was unable to read their insulin pump's screen. It was also found the customer's back light would be faint when viewing other menus. The customer stated their insulin pump passed a selftest. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Unit function properly during functional check including rewind and basic occlusion, occlusion, prime, the excessive no delivery, displacement, self test, unexpected restart test and all operating current test were normal, however unit had ghosting display when pressing any button problem isolated to lcd board. No foggy screen or back light anomaly noted. No damage inside pump noted. Pump received with minor scratched display window.